Event description:
It was reported that the event occurred in the intervention radiology department. The insertion site was the leg (using for dvt). The event occurred as the m.d. Was passing the device over the crest and the basket was deployed. The basket broke and was removed via a snare procedure. There are no reported patient complications or death. The patient is reported as okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.